Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker experience premature battery depletion. Boston scientific technical services (ts) confirmed that the device has a higher battery consumption then the expected. The device has been explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Review of the device memory noted no fault codes or resets. Longevity calculations were performed and an increased rate of power consumption was confirmed. Residual gas analysis found a higher-than-expected amount of hydrogen within the device. Analysis confirmed a high current condition associated with the pacemaker's low voltage capacitors. This high current condition depleted the device's battery faster than normal.

Event description:
It was reported that this pacemaker experience premature battery depletion. Boston scientific technical services (ts) confirmed that the device has a higher battery consumption then the expected. The device has been explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker experience premature battery depletion. Boston scientific technical services (ts) confirmed that the device has a higher battery consumption then the expected. The device is expected to be replaced in the next 90 days. This device remains in service. No additional adverse patient effects were reported.